Event description:
A malfunction alarm occurred with the customer's pump, specifically indicating malfunction code 16. There was no adverse impact to the customer's blood glucose levels, as they did not exceed 500 mg/dl. To address the issue, technical support arranged for the pump to be replaced and instructed the customer to use multiple daily injections (mdi) as a backup therapy. The customer was also guided on how to put the pump into storage mode before returning it to the company using a pre-paid label within the specified period.